Manufacturer narrative:
The customer reported that the sound on the rns (remote network station) was not working. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. The unit was tested per the operator's manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the sound on the rns (remote network station) was not working.